Event description:
Additional information was received from a consumer. It was stated that a test had been done to check the catheter but the healthcare provider was unable to determine the reason for the pump issue. The results of the catheter test were not stated. The issue was resolved after the pump was replaced. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (reported as 2000 mcg/ml at 96 mcg/day) via an implanted pump. It was reported that the pump was replaced on (B)(6) 2016 due to the motor stalls. No known environmental or external factors were stated to have contributed to the issue. No patient symptoms were reported; it was noted that the patient had not experienced any drug withdrawal symptoms since the time of the motor stall that had occurred approximately 2 months prior to explant. No diagnostics were performed. The issue was considered resolved at the time of the report, and the patient's status was alive- no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 946 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patient came in for a routine pump refill on (B)(6) 2016 and was complaining that the pump kept alarming. A pump motor stall was seen on initial interrogation. The patient had not recently had an MRI. The pump logs indicated that the pump had intermittent motor stalls and motor stall recoveries since (B)(6) 2016. The patient did have a magnetic flashlight that he put in his pocket. The motor stalls varied in length of time from 4-14 hours, but all had recovered and the patient was not complaining of any therapy issues. The expected residual volume (erv) was 3.7 ml. The actual residual volume (arv) was 6 ml. Additional information was received on (B)(6) 2016 and it was reported that the pump continued to stall and critically alarm for sometimes 20 hours and 48 hours at a time, but the patient remained asymptomatic. They increased the dose 20%, but after updating the pump it was still stalled per programming. The patient had oral baclofen to use as needed but had not used it. The current erv was 34.8 ml. They had not accessed the pump reservoir to determine the current arv. As this was the patient&#62688;third pump, the reporter was wondering if there could be a catheter related issue. The reporter planned to confer with the patient's&#62688;doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.